Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The investigation is confirmed for complete catheter break at the port stem, as a catheter was returned in two fragments ¿ one was on the port stem and the other was separate from the port. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0606100c allegedly experienced a break. This report was received from a single source. Of the one event, did involved patient with no reported patient injury. The patients age, weight and gender was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0606100c implantable port a breakage at the connection site was allegedly identified. This report was received from a single source. Of the one event, did involved patient with no reported patient injury. The patients age, weight and gender was not provided.